Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 186 mg/dl at the time of incident. Customer was able to complete rewind. Customer stated that the power error detected alarm reoccurred within a few hours of troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error due to connector resistance issue.